Event description:
It was reported that during the cystoscopy procedure, while inserting the sensor wire through the cystoscope, the wire broke off.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0401 captures the reportable event of core wire break. Block h10: FDA registration number: (B)(4).

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event, as no event date was reported. Imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported that during the cystoscopy procedure, while inserting the sensor wire through the cystoscope, the wire broke off.